Event description:
Durosphere bulking by periurethral technique. February/2003 - cxr-metallic densisties in chest. CT - metallic densities in right heart and lingula. A month later - right pleural biopsy, pericardial biopsy, right lower lobe lung biopsy.

Event description:
Add'l info rec'd from MFR 4/22/04: there was no allegation of product failure. There are no other complaints for the two lots of durasphere associated with this medwatch report. Since no product was returned, analysis focused on pt medical reports. The pt was admitted to the hospital for diagnostic tests for a condition unrelated to stress urinary incontinence or the durasphere bulking procedure in feb. 2003. A series of radiographs were taken which revealed densities of unk origin in both lung fields as well as along the wall of the right side of the heart. The pt was experiencing no ill effects from these densities. A second set of radiographs were taken in may 2003 and the radiologist noted no changes. However, the pt was concerned about the possibility this could be associated with a recurrence of cancer so a right pleural biopsy, a pericardial biopsy, and a right lower lung biopsy was performed. These biopsies did not reveal abnormal tissue or the presence of durasphere in these locations. As such, MFR could not confirm whether these radiographic densities were durasphere or not. No product was returned to carbon medical technologies as no explant was performed. The pt suffered no physical effects from the densities identified by radiology. The biopsies performed in the area of the densities did not reveal the presence of durasphere. Thus, co could not confirm the product was involved. Further, the pt was not hospitalized because of these densities, but rather, was admitted for diagnostic testing for an unrelated condition. Durasphere beads are three times larger than the largest particle known to migrate due to ingestion or engulfment by macrophages. However, durasphere can travel to distant sites if it is injected into vascular space. The product labeling contains a clear warning regarding this. If this pt's radiographic densities were durasphere, the most likely cause was physician failure to heed warnings and precautions.